Event description:
It was reported that before 17:03 minutes of lasing while using the surgical fiber during a prostate procedure, the laser system repeatedly went into standby mode and displayed a message to clean the fiber tip; an error code 171 was also received. The fiber was replaced and the procedure continued. At 42,275 joules while using the second surgical fiber, error messages were again received, as with the first fiber used. It was noted that the surgical view seemed "foggy" and that the doctor was firing to (tissue) contact, which likely resulted in the system repeatedly reverting to standby mode; the doctor also mentioned that he was firing close (to tissue) because it was the only way he could see. The case was completed using an alternate procedure (loop). Outcome: "no harm to the patient" - there was no injury reported. This report is for the second surgical fiber used.